Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting tandem technical support helped the customer reset the pump and clear the malfunction alarm. Customer¿s blood glucose level was 150 mg/dl.